Event description:
The customer reported the coulter lh 500 hematology analyzer was generating differential and sheath pressure out of range errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the instrument was generating differential and sheath pressure out of range errors. The fse also found that platelets (plt) were trending low on controls and that white blood cells (wbc) and hemoglobin (hgb) did not match in primary and secondary modes. The fse replaced the pneumatic monitor card, which repaired the errors. The fse also adjusted the primary and secondary calibration factors, which repaired the plt, wbc and hgb issues. The repairs were verified per established procedures. (B)(4).